Event description:
Report received from (B)(6) states: "during 3 operations with medium-hard cataract with stellaris, aspiration got low during emulsification/aspiration phase. Filter was clearly obstructed. There was no impact or consequences to the pt".

Manufacturer narrative:
The products have been requested yet not received. The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 3.